Manufacturer narrative:
Model number/catalog number 72404127, serial number null, batch/lot number 126008002, model/catalog description control pump fgs iz. Model number/catalog number 72400024, serial number null, batch/lot number 123345016, model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the replacement surgery. Fluid loss was suspected, and confirmed during the procedure in which a leak was found in the cuff. The patient did not experience any known adverse events and was doing well after the case. No more information available at the moment. Should additional information become available, it will be provided.